Event description:
It was reported that the patient experienced difficulty in walking or feeling the left leg following an ipg replacement procedure (MFR. Report number: 3006630150-2023-04091). The patient was admitted to the hospital and went to a rehabilitation facility. The patients walking has now improved.